Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device was implanted. Additional information received states the device was explanted due to recurring incontinence. The patient was doing well following the surgery.